Event description:
As reported by our affiliates in (B)(6), post fast inflation of the valve, the valve landed 90:10 aortic/ventricular (a/v), then quickly embolized into the aorta. A second valve was placed. The team performed the balloon valvuloplasty and the valve was positioned 50:50 across the annulus. The balloon was inflated ¿very fast¿. It was noted that because of fast inflation, the valve landed 90:10 a/v. After seconds, it ¿jumped through the aorta.¿ team decided to secure the valve to the aorta, after that a second 26 mm xt valve was implanted with slow (stepped) inflation. Result was good, as the valve landed 50:50. The patient was stable. The native annulus measured 24mm via CT. There was moderate annular calcification, moderate leaflet calcification and mild aortic root calcification.

Manufacturer narrative:
Per the instructions for use, device embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, the delivery balloon was inflated too quickly, which caused the too aortic placement of the valve. The valve quickly embolized after placement. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.